Event description:
Vns patient was hospitalized for six days due to a seizure that lasted for two hours. The patient reported feeling very shaky and light headed and indicated that device stimulation was painful and made them short of breath. The patient has reportedly been experiencing a lot of physical problems and is unsure whether they are stress-related or a result of discontinuing them depakote. It was reported that the patient has been experiencing continuous headaches since vns implant and had discontinued depakote to see if it was the cause of headaches. The headaches did not resolve after discontinuing the depakote. The patient had recently moved to a different state and had not yet been seen by their new neurologist. It was reported that the patient was scheduled to undergo a 3-day video eeg monitoring session.